Event description:
Nurse in room and heard alarm, saw o2 sats dropping on infant patient. Attempted to use ambu bag to increase o2 and patient's chest was not rising. The red cap on the ambu bag was leaking and was not creating a good seal. When they attempted to use the override switch, the switch got caught and it was very hard to switch it to the override. Finally they used a different ambu bag that worked and the o2 sats began to rise. The ambu bag had failed to work properly.